Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed during archive data review; however not confirmed during functional testing. During initial functional testing, no issues were observed. The archive data was reviewed and contained multiple user advisory (ua) 41 (patient temperature sensor failure) error messages. As a precautionary measure to prevent the reoccurrence of the ua 41 error message, the temperature sensor cabling was replaced. The storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua 41 error messages in rare cases. As part of the routine service during testing, the device was examined and observed a damaged front enclosure and bent battery clip. These observations are not related to the reported event. After replacement of the defective parts, the platform was functionally tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During device check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41(patient temperature sensor failure) error message upon power up. The user was unable to clear the error message. No patient involvement.